Manufacturer narrative:
Findings: unit received with detached end cap. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 11.7mmol/l. The customer stated that the pump is totally loose at the right side of pump and no idea how it occurred. The customer did not know how the damage occurred. The customer was advised that pump will be returned and for analysis and will replaced via tnt.